Event description:
It was reported that the patient underwent an initial implantation on an unknown date. Subsequently, the patient underwent a revision approximately two (2) weeks ago due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# unk head; lot# unknown. Item# unk bearings; lot# unknown. H6: proposed component code - mechanical (g04) stem. G2: foreign - event occurred in australia. Attempts have been made to gather product ID information and no further info is available. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.